Manufacturer narrative:
Continued d.10. Concomitant therapies: juvéderm® ultra xc. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with 1ml of juvéderm® ultra xc, in the lips with one syringe juvéderm® ultra plus xc. Approximately two months later, patient experienced ¿lump and swelling" on the upper left-side lip with "discomfort, and burning" in the lips and hcp treated the patient with .01mls of hylenex®. Approximately nine months later, patient was injected with 0.5 ml in lips and 0.5ml in cheeks of juvéderm® ultra xc. The patient experienced central area of "slight inflammation and bruising¿. On unspecific time later, patient was injected in the lips with 0.25ml of an unknown juvéderm product. The patient experienced ¿small bump, pustule, and ulceration" to the upper lip. Events are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00884 (abbvie complaint (B)(4), MDR ID# 3005113652-2023-00886 (abbvie complaint (B)(4), MDR ID# 3005113652-2023-00885 (abbvie complaint (B)(4). This MDR is being submitted for the 2nd suspect product, juvéderm® ultra plus xc.